Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.